Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number 1627487-2019-13617 & 1627487-2019-13616. It was reported that the patient experienced ineffective therapy. Reprogramming was attempted to no avail. As a result, surgical intervention was taken to explant the system.